Event description:
Ventrix initiated a pt status mailing as part of our device tracking program. This mailing was sent to all physicians are following pts with ventritex implantable cardiac defibrillators anad leads. On 11/16//94, ventritex was infored that this pt had died, but was provided with no additional information regarding the circumstances surrounding the pt's death . To date, attempts to determine the exact date, the cause of death, and device disposition have been unsuccesful, but are ongoing. There is no indication that the device caused or contributed to the pt outcome.